Manufacturer narrative:
(B)(4). Method: no product returned. Results: customer complaint could not be confirmed. Conclusions: no conclusion can be drawn. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated.

Event description:
Healthcare professional reports that with direct check quality control employee received injury to right thumb. Uncertain if user was using protective sleeve at the time of the incident. No report of serious injury, or administration of medical treatment.